Event description:
The facility representative reported a pump that did not alarm. This was found during bio-med testing, with no pt involvement. Although baxter attempted to obtain information, detail were not available regarding additional contact information. No additional information is available.

Manufacturer narrative:
This device has not been received for evaluation at the time of this report. When the device has been evaluated, a follow-up report will be sent.